Manufacturer narrative:
Device was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed multiple marks of wear on the leads body. In particular in the distal lead region the insulation was found damaged due to wear and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the cuts into the insulation 26 cm distal to the df-1 connector pin, the deformed rv shock coil and fixation helix most likely occurred during the extraction procedure. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 13 months after the implantation the patient received inappropriate shocks due to a suspected lead fracture. Apart from the shocks no further patient side effects were reported.